Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the three therapy electrodes. The patient was undergoing radiation therapy at the time the irritation developed. The physician gave the patient an unknown prescription which helped improve the irritation. The patient's physician advised the patient to end use of the lifevest to allow the patient's skin time to heal, as the patient was scheduled for a surgery unrelated to the lifevest.